Manufacturer narrative:
The device rosa one (B)(4) is not FDA approved, but it is similar to the device rosa brain 3.0, classified (B)(4). The device (B)(4) has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted

Event description:
It was reported that the surgeon had some difficulties to transfer images to the device computer directly from the o-arm and he needed to transfer images through usb.

Manufacturer narrative:
It was reported that user could not use direct transfer to transfer dicoms from the o-arm to the rosa one device. The device would also display an error message. Investigation of event through device history record review and complaint history review did not identify contributory factors. It was however noted that the event occurred on a recently installed workstation. Investigation of the corresponding data log files enabled to confirm the device malfunction and indicated that the issue was due to design defect ar-1742, related to software iqview 3.0 misconfiguration. The device rosa one bs17008 is not FDA approved, but it is similar to the device rosa brain 3.0, classified haw - k151359. UDI-(B)(4).

Manufacturer narrative:
It was reported that user could not use direct transfer to transfer dicoms from the o-arm to the rosa one device. The device would also display an error message. Investigation of event through device history record review and complaint history review did not identify contributory factors. It was however noted that the event occurred on a recently installed workstation. Investigation of the corresponding data log files enabled to confirm the device malfunction and indicated that the issue was due to a design defect. A non-conformity was raised internally regarding the subject product issue, a misconfiguration of iq-view prevents rosa from reading imported images, on both brain & spine applications.